Event description:
The memory ring broke and perforated the small intestines of the famle pt. The mesh was implanted in 2005 and explanted in 2006. The mesh was discarded after explantation. The operation site has been sutured twice already and the pt's condition is critical, but stable at the present time.